Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2023.

Event description:
It was reported that approximately one week post catheter placement, the catheter allegedly fractured on extension after y site path. It was further reported that catheter was removed and replaced with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, four electronic photos were provided for review. The investigation is inconclusive for the reported catheter rupture issue as there is no clear evidence were available in the photos. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one week post catheter placement, the catheter allegedly fractured on extension after y site path. It was further reported that catheter was removed and replaced with another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, four electronic photos were provided for review. The investigation is inconclusive for the reported catheter rupture issue as there is no clear evidence were available in the photos. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that approximately one week post catheter placement, the catheter allegedly fractured on extension after y site path. It was further reported that catheter was removed and replaced with another catheter. There was no reported patient injury.